Event description:
Due to recall and previous alert on the lsp 270-220 regulators, rptr first updated the regulators with new filters and when recall was put into effect ordered 10 new lsp regulators. Three came in and were put into svc approx 6 weeks ago. Approx 8 to 10 days ago when rptr went to refill the 02 tank rptr noticed the two pins that are used as you line up the flow meter with the o2 tank were missing from this regulator. Rptr had used this regulator on calls since the day they were put into svc and the pins were in the unit. This was verified by the crew. Rptr called allied health care and they wanted them to mail them the regulator. Rptr has not done this due to the fact that approx 6 yrs ago rptr mailed them a faulty, new o2 regulator that one of rptr's first responder units had just ordered. After an extended period of time rptr wrote and called them and rptr was told they would not repair, replace, or ship the regulator back. This makes rptr reluctant to ship them another regulator. Rptr deemed the missing alignment pins as a possible dangerous situation, as without proper alignment rptr could have o2 escaping from the tank under high pressure with the possibility of fire.